Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, high ventricular rate episodes due to ventricular noise oversensing were observed. The noise was reproduced in clinic. The noise was too large to program around. Lead revision was suggested.

Event description:
Additional information notes on (B)(6) 2022 right ventricular lead was capped and replaced. The patient was discharged from the hospital after the procedure.